Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-24082, 24083. The patient reported loss of stimulation which per the physician resulted from one of the leads pulling out of the scs ipg header. As a result, the lead was explanted and replaced. It is unknown which lead is related to this issue; therefore, both are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.